Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant mona lsa (ide) stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that approximately one year and one month post index procedure a CT revealed that the valiant stent graft had a proximal type I endoleak. The physician elected to implant another manufacturer¿s balloon expandable stent at the proximal aortic arch. However, the stent slipped off of the delivery balloon, landed in the descending thoracic aorta, and was not fully deployed. The physician elected to implant a 44x44x100 valiant stent graft along side the incorrectly deployed stent and successfully excluded the stent. The physician then elected to implant five aptus endoanchors in the greater curvature, and five aptus endoanchors in the lesser curvature of the valiant mona lsa stent graft that had the proximal type I endoleak. An angiogram then revealed that there was still a light blushing proximal type I endoleak. The physician then elected to implant another manufacturer¿s balloon expandable stent at the aortic arch again. However, the balloon inflated faster at the distal half causing the stent to become flared at the proximal end and not fully expanded. After some manipulation, the physician was able to position the balloon to the distal end of the stent and inflate it to the full diameter in the correct position. A final angiogram revealed that the proximal type I endoleak was resolved. Per the physician, the cause of the proximal type I endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.